Event description:
It was reported that this right ventricular (rv) lead with the implantable cardioverter defibrillator (ICD) was exhibiting high out of range shock lead impedance measurements. The shock lead impedances were intermittently jumping from around 40 ohms to over 200 ohms. Technical services (ts) recommended the patient be seen in their clinic to test the lead to device connection and ensure the spring contact is secured. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead with the implantable cardioverter defibrillator (ICD) was exhibiting high out of range shock lead impedance measurements. The shock lead impedances were intermittently jumping from around 40 ohms to over 200 ohms. Technical services (ts) recommended the patient be seen in their clinic to test the lead to device connection and ensure the spring contact is secured. The patient was brought into the clinic and programming was updated to reduce the impedance measurements. This rv lead and ICD remain in service. No adverse patient effects were reported.